Manufacturer narrative:
Investigation summary: the customer issued a complaint for pre-activated needle guard detected by end user. Neither sample nor photo was provided to bd medical - pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record's review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable. Quality levels (aql's), were manufactured and released according to applicable procedures and specifications. Investigation conclusion: unconfirmed, no issue observed. Root cause description: based on the investigation conclusion the defect occurred due to misuse of the combination product. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultrasafe" manual needle guard b100l needle cover was found loose before use. The following information was provided by the initial reporter: "complainant reported that the needle cover was loose."